Event description:
The customer reported motor error alarm during normal use. Troubleshooting was performed, and the insulin pump failed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.